Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the inflation device gauge indicator failed to move. The 90% stenosed target lesion was in the moderately tortuous mid left anterior descending (lad) artery. A 2.5x15mm non-bsc balloon catheter had been advanced to treat the target lesion. The balloon catheter was attached to an encore26 inflation device. While attempting to inflate the balloon catheter to 25 atmospheres (atms), the physician noticed that the gauge on the inflation device failed to move over 20 atms. It is unknown whether or not the balloon catheter inflated. The encore26 inflation device was exchanged for another of the same and the procedure was completed with the same non-bsc 2.5x15mm balloon catheter. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was not consistent with the complaint incident. Visual and functional inspection of the unit revealed that there was no visual or functional issues with the device. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be confirmed, as the unit passed functional testing.